Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Nearly no calcium contamination/tortuosity. Relative straight tissue course. Very small tortuosity. Normal caliber of the tissue with about 5mm. Stenosis at patient distal sfa right. Pre-dilatation with balloon 5/60/120. Use of stent 6/60. Then proximal presumably a defect of the stent - balloon burst. Removal of balloon through the lock (5f) not possible. Change of lock with balloon and exchange to 7f. After-dilatation of the stent with a 5/60 balloon. Also this balloon burst on the same place. Surgeon assumes a defect at the stent. Stent is implanted. No patient harmed, extension of op by more than 30 min. Cine image review: the cine images document the angiographic evaluation of an sfa. The vessel appears to have diffused, irregular disease with significant calcium deposits. The lesion was treated with a long balloon. The vessel was then treated with a 60m stent and was post-dilated. The images show a significant section of calcific lesion that was not stented. The stent profile did not exhibit significant irregularities that would suggest a structural defect but document a single strut level restriction near the center of the stent. The three remaining series document the angiographic evaluation of the remaining vasculature of concern. Please note that this device ( protégé everflex stent with entrust delivery system) is not marketed in the united states; however, the stent is similar to the stent in the united states marketed device ( protégé everflex) approved under PMA # (B)(4). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.